Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is not connecting to 4g. The device was in use during the time of the event, however no patient or user health consequences or impact occurred.